Manufacturer narrative:
B5: new information updated. H3: the service report (402873457) confirmed the reported event where the bur was found stuck in collet with no (handpiece) shaver head; physical damage to handpiece and stuck bur was cut and removed. Visually, the inner shaft was broken 0.53 inches from the distal end of the inner hub and a portion of the inner shaft 3.05 inches in length was returned. There were striations near the break point of the shaft and deformation in the distal outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.355 inches in the deformed area which was out of specification. There were traces of wear on the hub bushing and tool marks on the shaft. Functional testing could not be performed due to the broken state of the device. H6: codes updated. Previous applied fdm b17, fdr c20, fdc d14, img g04041 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during post-operation that the device had remove a piece of a disposable item stuck in the handpiece. Staff managed to push the disposable item further into the handpiece. Subsequent damage to the disposable item was due to attempts to remove the disposable item from the handpiece. Fragments detach from the broken device and it does not contact with patient, since its post-operative. There was no patient involved.

Event description:
It was reported during post-operation that the device had remove a piece of a disposable item stuck in the handpiece. There was no patient involved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.